Manufacturer narrative:
The insulin pump was received with end cap cracked and broken off. Unable to perform the basic occlusion test, occlusion test, prime test, and excessive no delivery test or verify prime fill anomaly due to end cap broken off. However, the insulin pump had normal operating currents, passed unexpected restart error test, self-test, and the displacement test. Rewind did function properly after the displacement test. The insulin pump was monitored and no unexpected battery out limit alarms occurred during testing and functioned properly. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd display window, cracked lcd window, reservoir tube cracked, stained endcap sticker, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced drive/motor anomaly. The customer's blood glucose reading was 236 mg/dl. The customer stated that she was unable to complete fill tubing process. When the customer pressed the act button, it would not move at all. The insulin pump was returned for analysis.